Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 451mg/dl which was treated with insulin pump and manual injections. Customer¿s current blood glucose was also 451mg/dl. Customer also reported that they got insulin pump error. Customer passed self test and displacement test. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. The motor was tested outside of the device and passed.(B)(4).